Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the tip of the lead had separated from the remaining lead during a trial procedure. The lead tip remains implanted in patient.